Event description:
The complainant alleged that during biomed testing. The device did not allow the selection of an energy setting lower than 200 joules and the device would not discharge. The complainant indicated that there was no pt involvement in the reported malfunction.